Event description:
It was reported that they were troubleshooting an arctic sun device for low flow. They stated that they were having low flow issues and have confirmed the pad tubing was straight with no kinks. They swapped to a new device and were still experiencing low flow issues. They asked how they could troubleshoot to identify which pad in the set might be the issue to avoid obtaining an entire new set of pads. Informed to stop therapy, empty pads and disconnect. Had to place the device in manual control and access the system diagnostics. They attached first pad, water flow rate (wfr) was 2 l/min and inlet pressure (ip) (B)(4). Added second pad, water flow rate (wfr) was 1.2l/min and inlet pressure (ip) (B)(4). Added third pad, water flow rate (wfr) was 0.4 l/min and inlet pressure (ip) (B)(4). Confirmed this pad was the problem pad and had to remove the pad. Added fourth pad, water flow rate (wfr) was 2.3l/min and inlet pressure (ip) (B)(4) they would swap out the third pad with a universal pad and confirmed they would stop manual control and place device back in regular therapy as well and confirmed they were able to straighten the pad they initially thought was damaged and found a kink in it. They were able to re-attach this pad and continue therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were troubleshooting an arctic sun device for low flow. They stated that they were having low flow issues and have confirmed the pad tubing was straight with no kinks. They swapped to a new device and were still experiencing low flow issues. They asked how they could troubleshoot to identify which pad in the set might be the issue to avoid obtaining an entire new set of pads. Informed to stop therapy, empty pads and disconnect. Had to place the device in manual control and access the system diagnostics. They attached first pad, water flow rate (wfr) was 2 l/min and inlet pressure (ip) was -5.3psi. Added second pad, water flow rate (wfr) was 1.2l/min and inlet pressure (ip) was -7.1psi. Added third pad, water flow rate (wfr) was 0.4 l/min and inlet pressure (ip) was -4psi. Confirmed this pad was the problem pad and had to remove the pad. Added fourth pad, water flow rate (wfr) was 2.3l/min and inlet pressure (ip) was -7psi. They would swap out the third pad with a universal pad and confirmed they would stop manual control and place device back in regular therapy as well and confirmed they were able to straighten the pad they initially thought was damaged and found a kink in it. They were able to re-attach this pad and continue therapy.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device sample was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "operator error". The device history record review could not be performed without a lot number. The product catalog and lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. UDI related data quality updates only: the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were troubleshooting an arctic sun device for low flow. They stated that they were having low flow issues and have confirmed the pad tubing was straight with no kinks. They swapped to a new device and were still experiencing low flow issues. They asked how they could troubleshoot to identify which pad in the set might be the issue to avoid obtaining an entire new set of pads. Informed to stop therapy, empty pads and disconnect. Had to place the device in manual control and access the system diagnostics. They attached first pad, water flow rate (wfr) was 2 l/min and inlet pressure (ip) was -5.3psi. Added second pad, water flow rate (wfr) was 1.2l/min and inlet pressure (ip) was -7.1psi. Added third pad, water flow rate (wfr) was 0.4 l/min and inlet pressure (ip) was -4psi. Confirmed this pad was the problem pad and had to remove the pad. Added fourth pad, water flow rate (wfr) was 2.3l/min and inlet pressure (ip) was -7psi. They would swap out the third pad with a universal pad and confirmed they would stop manual control and place device back in regular therapy as well and confirmed they were able to straighten the pad they initially thought was damaged and found a kink in it. They were able to re-attach this pad and continue therapy.